Event description:
It was reported that a patient underwent an inguinal hernia repair (B)(6) 2012 and mesh was implanted. The patient has complained of pain the area since the surgery. While undergoing a MRI, the patient complained of pain and burning in the incisional area. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.